Event description:
Reported due to patient death. On 02/09/2006, a patient underwent an attempt to repair a perforation on the arteria lienalis (splenic artery) with a graftmaster. This procedure was successfully initially, but re-bleeding was confirmed at the site of the graftmaster after the conclusion of the procedure. A second graftmaster was used successfully. However, the following morning, the patient developed intraperitoneal hemorrhage. The patient developed disseminated intravascular coagulation after a large volume of transfusion of blood products. It was reported that the patient died in 2006 due to hemorrhage in many organs.